Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however photos were provided for evaluation. Visual inspection of the returned photos found the jaw open; the upper jaw was broken and missing a fragment. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, such as: the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use that could have contributed to the observed condition. As per instructions for use (IFU); it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure using a expressew iii ac+ gun passer/capture device it was observed that a notable osteoarthritis was evident in the patient, therefore, it was difficult to pass the stitches through the rotator cuff, at one of the moments in which one of the sutures was passed through the rotator cuff, the clamp recovers the suture and at the time of removing it from the cavity, one of the jaws of the recess for the retention plate broke outside the patient's cavity, and the fragment fell to the ground. It was reported that since the surgery was very advanced, the specialist completed the passage of the stitches using a clamp with sharp tips. There were no adverse consequences to the patient, or surgical delay reported. No additional information could be provided.